Manufacturer narrative:
We checked the work cycle and the raw material certificate of the impactor involved; we did not detect any anomaly by this check. In addition, the value of hardness detected on the material of the impactor (aisi 630 h900 heat treated) before its introduction on the market is 45 hrc. This value complies with those recommended by the astm a564 (minimum allowed 40 hrc) for the aisi 630 h900 heat treated. We also received the instrument. It broke off at the beginning of the threaded section, inside the trial reverse body and the top of the trial stem previously assembled. As the impactor is used to extract the trial reverse body and trial stem still assembled, the breakage probably occurred during this phase, when multi-axial forces are applied to the thread of the impactor. It's possible that unexpected multi-axial forces have been applied to the thread of the impactor during this phase, contributing to the breakage. We also repeated the hardness test on the returned introducer; the test gave an average hardness of 41 hrc on the surface near to the broken thread of the instrument. Confirming the compliance with the values recommended by astm a564. We don't know how many times this impactor has been used before breaking. We believe it has been used a high number of times, as it was manufactured in 2005. This could have also contributed to the breakage with the time. (B)(4). No corrective actions have been planned at the moment. Limacorporate will keep monitored the market.

Event description:
The thread of the stem impactor broke off inside the smr trial reverse body and the top of the trial stem previously assembled. The failure of this instrument put the patient under an additional 45 minutes of surgical time due to the need to extract the trials out, so that the definitive implants could be implanted. The event occurred in (B)(6).